Event description:
Manufacturer review of the conference presentation "ejpn supplement authors' meeting-day 1, vns therapy in children and adolescents: the current state of evidence" revealed a vns patient had increased seizures above pre-vns baseline levels. Attempts to the presenter for additional information have been unsuccessful to date.

Manufacturer narrative:
Presentation citation: " ejpn supplement authors' meeting-day 1" vns therapy in children and adolescents: the current state of evidence"; 2008.